Event description:
It is reported the patient is experiencing left mid-thigh pain when first standing after being off his feet.

Manufacturer narrative:
Review of medical notes from (B)(6) 2015, 4 years post op, the surgeon evaluation indicates that the patient pain would resolve after a few steps. The surgeon stated tha the review of the x-rays indicate that the ap and lateral views show the prosthesis in good position, well aligned without signs of acute abnormality or loosening. It is stated that the patient adhered to rehabilitation protocol. Cause cannot be definitively determined. No devices or photos were received as these remain implanted. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.